Manufacturer narrative:
A day after receiving this complaint, a dealer representative (B)(6) visited the facility. He found the lift to be fully functional. The facility has admitted to a high turner rate with staff.

Event description:
The nurse's aide reported they were transferring the resident from the bed to the wheelchair. The lift was in front of the wheelchair with the lift legs locked on the outside of the wheelchair. When the patient was being lowered, "the machine jumped and started leaning forward. I grabbed the patient and lowered her to the floor. I was behind the patient." The lpn reports she was in front of the patient, "the lift was leaning toward the patient and cna. I called for help and the patient was lowered to the floor." The lift boom was approximately 12" above the back of the wheelchair when the incident occurred. The lift did not completely tip over. The patient was uninjured but did have minor bruising.